Event description:
It was reported the patient had a difficult time recharging and was only getting 0-2 coupling bars during recharge sessions. The patient met the manufacturer representative at the physician's office in late 2008. The representative was able to obtain 2 coupling bars, sometimes 4 coupling bars, but no more than four. The patient met with the representative three times in the same month, to attempt to establish some coupling for recharging. The first attempt was unsuccessful at obtaining coupling. The representative tried another recharger from her trunk stock and was able to obtain 6 coupling bars for a brief time (10 minutes) and then it reverted back to 2 coupling bars. The representative was unsuccessful obtaining better coupling than that. The representative tried a third recharger but was not able to establish coupling. X-rays indicated the device was not flipped. They are able to communicate with the stimulator using the patient programmer and the physician programmer. It was easy to palpate all the edges of the stimulator and it appeared secure in the device pocket. The stimulator was implanted in the patient's buttock. The best they could get with "al" was 48. The patient was frustrated and considering replacement surgery for a non-rechargeable stimulator. It was suspected the pocket depth might be the issue. Additional information has been requested from the hcp, but was not available as of the date of this report.